Event description:
Reporter alleged a discrepant blood glucose result of 577 mg/dl on the customer's advantage system compared to a result of 67 mg/dl on the hospital device. Customer stated, when obtaining the high glucose result, he was experiencing a symptom associated with low glucose and was not responding. Reportedly, customer was then transported to the hospital when the comparative hospital reading was obtained within 15 minutes of the original reading. Customer indicated being treated with orange juice, an IV of unk contents, & oral diabetes medication while being admitted to the hospital for four days. No other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
It is not known whether the medications were stopped prior to or before the alleged incident.